Manufacturer narrative:
H3: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger was returned and the analysis results shows poor recharge quality message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that the recharger paddle was getting hot when trying to charge the implant and that they were not able to charge their implant. Patient stated that at first it started not charging and they were having trouble charging the implant, however now the paddle gets hot and the implant doesn't charge at all. The issue began wednesday last week. Agent had the patient examine the equipment for damage and patient noted near the paddle cord area of the recharger the cord looks like the wire is broken, is not connected all the way looks odd. The issue was not resolved. Patient commented they have surgery next month. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: nlf088215n, UDI#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.